Event description:
It was reported by service report that the bed indicated an error code of 204 and the scale and bed exit were not functioning correctly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.